Manufacturer narrative:
Additional information: h3, h6 analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic patient had their implantable cardioverter defibrillator prophylactically explanted and replaced on (B)(6) 2020 as a result of it being apart of the battery advisory. A healthcare provider noted that the device had normal function at the time of the explant. No patient condition after the procedure was reported.